Event description:
It was reported that this recently implanted pacemaker exhibited noise on the right atrial (ra) channel as a result atrial tachy response (atr) episodes were stored. Technical services (ts) was consulted, it was suspected that there was ra undersensing and the capture could not be determined. Reprogramming was performed. Ts suggested further monitoring. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.